Event description:
It was reported that the pulse generator exhibited backup vvi operation while still in the box. It was noted that the device was exposed to cold temperatures. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Final analysis confirmed the reported backup operation. The root cause of the anomaly could not be determined. It was noted that the device had been exposed to cold temperatures prior to its return.